Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 3 devices were received. 9 device investigation types have not yet been determined. Event confirmation status: 2 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 2 devices were found to be affected by worn components. 1 device was found to be affected by internal corrosion. 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device was shedding metal debris. 12 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device was shedding metal debris. 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 12 previously reported events are included in this follow-up record. Product return status 12 devices were received. Event confirmation status 11 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 9 devices were found to be affected by internal metal debris. 2 devices were found to be affected by worn components. 1 device was found to be affected by internal corrosion.